Event description:
It was reported that the atrial lead exhibited loss of capture due to dislodgement. Due to the patient's age, the lead would not be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.